Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, drug or alcohol abuse, smoker, periodontal disease, undersized implant bed.